Manufacturer narrative:
A.5 ethnicity is unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient moved around in bed causing the impella cp to become mispositioned. Consequently, the physician placed a new impella cp. Care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome. Patient's peri-procedural condition was poor.